Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient mother that while her son was playing baseball on (B)(6) 2021, ran for catch and hit a wall the ar-2657dr, plate in his shoulder snapped. Original surgery was (B)(6) 2021. Revision surgery scheduled for (B)(6) 2021.